Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump isn't working. Customer stated she was attempting to bolus and the device froze. Customer removed the battery out and it said low reservoir but the reservoir wasn't inside of the device. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed and it was noted the screen is not completely blank. The device continued to have a frozen display after a new battery was inserted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.